Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding another issue. We manufactured and distributed 2,556 units in the market, there are no units in stock in b. Braun surgical's warehouse. We have not received any samples. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.66 kgf in average and 0.36 kgf in minimum and fulfilled european pharmacopoeia (ep) requirements: 0.23 kgf in average and 0.11 kgf in minimum). Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle and thread were separated and could not be used. According to the customer information received, there is no patient involvement as it occurred when opening the package. It is required to open another suture package to use it.